Event description:
It was reported that during insertion into the patient's left eye, a non-preloaded monofocal intraocular lens (iol), model ar40e, failed to deploy and became stuck in the cartridge. The procedure required incision enlargement, placement of sutures, and additional medical intervention. A replacement lens of the same model and diopter was implanted. The patient¿s outcome was good, and no injury was reported. No additional information was provided.

Manufacturer narrative:
Section a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6- health effect- impact code 4625-hs-incision enlarged : procedural complications section h6- health effect- impact code 4644- pt-medical intervention : interventional procedure section h6- health effect- clinical code 4581-hs-incision enlarged : procedural complications attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.